Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device.

Event description:
Healthcare professional reported left side "pain in breast, change in breast, rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient had pain in breast, change in breast. Later MRI diagnosed bilateral rupture. The device has been explanted and replaced. This complaint captures the left side.

Manufacturer narrative:
Continued adverse event problem: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.